Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 22ga x1in cannula is split. When try to do IV, but the puncture didn't work, so checked and found that the end of the cannula is split. Replace it with another IV cannula.

Event description:
When try to do IV, but the puncture didn't work, so checked and found that the end of the cannula is split. Replace it with another IV cannula.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed catheter tip damaged. As actual sample was not returned for evaluation, actual root cause could not be established. As current controls, there is in-process visual inspections in place to check for catheter tip damage. There is also a functional test in place to check for catheter tip penetration force.